Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, white biological tissue and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening; missing shell due to inconclusive. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "there are enlarged left internal mammary chain lymph nodes which represents a change from the prior study." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.